Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the pediatric patient was at school and experienced seizure from hypoglycemic shock. The cgm was 60 mgdl and the reporter was unable to provide the manual result. He fell on the floor and landed on his face and got a blackeye because of the impact. He was given baqsimi by the school nurse. He was rush by the parent to the emergency room. The "reading" had a 40 mg/dl difference but the "exact reading" was not stated. The bias of the inaccuracy post treatment was not described. The patient was given zofran for his nausea at the hospital. He stayed at the hospital for a couple of hours and was taken home. He was stable during the same day report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 40 points difference at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.